Manufacturer narrative:
A medtronic representative went to the site to test the equipment, at which point he determined that the umbilical cable needed to be replaced. After part replacement, the imaging system then passed the system checkout and was found to be fully functional. The suspect part was returned to the manufacturer for analysis. The part was confirmed to have several broken wires. This event was identified during a retrospective review as discussed with the FDA new (B)(6) district office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 .(B)(4) this review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a non navigated deep brain stimulation (dbs) surgery, the gave a message that 'navigation accuracy affected' and then the imaging system could not perform 3d spin after a fresh reboot. This error led the surgeon to choose to send the patient to for a CT scan for post op confirmation. The reported issue caused no impact on patient outcome.